Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) reported that something wasn't working right with one of his leads and wondered if it had something to do with the recall. Further, follow up revealed that the patient had two aborted shocks due to oversensing of noise on the implantable transvenous defibrillation lead. The lead was unable to capture the ventricle (with intermittent capture at 6.0 v @ 0.4 ms), the pacing impedance was < 200 ohms and the shocking impedance was 50 ohms. The patient's ICD was turned off and the patient was told he was unprotected and should have an immediate device replacement.